Event description:
On (B) (6) 2008, the patient reported that, while removing the insulin cartridge from her infusion device, she accidentally pulled the cartridge out which caused the plunger to remain attached to the piston rod in the cartridge chamber. She stated a very small amount of insulin dripped into the chamber. She said she dried it out with a cotton swab and will let her infusion device dry upside down for 24 hours to ensure the insulin is gone. She stated she switched to her backup infusion device. During troubleshooting with a company representative, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.